Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported by the patient that he was experienced high blood glucose levels due to infusion set came off and tape not sticking and was treated with manual injections on (B)(6) 2026.